Event description:
During an in clinic follow-up, undersensing and loss of capture was observed on the right ventricular (rv) lead. A micro dislodgement of the lead was alleged to be the cause of the event, however, this was not confirmed via diagnostic imaging. The patient was pacemaker dependent and the physician could not rule out the possibility of a malfunction of the lead resulted in the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture and undersensing were not confirmed. As received, a complete lead was returned in one piece with the four tines intact. Electrical testing was performed and no indication of conductor fractures or internal shorts were observed. A visual and x-ray examination of the lead revealed no anomalies with the exception of procedural damage.